Manufacturer narrative:
Based on the claim against the product by the customer noting an error, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse observed error c-00 and replaced the vio integrated electro surgical generator unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive the vio iesu to perform failure analysis (fa). Fa was able to confirm/reproduce the customer reported complaint. The unit was placed on an in-house system and was run in normal mode. Root cause of this failure is attributed to a component failure. This is considered a reportable event due to the following conclusion: the vio integrated electro surgical generator unit was abandoned after the start of the procedure due to performance issue. The procedure was completed using a third-party generator. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the customer reported error c-34 on erbe generator and monopolar was not working. The customer changed the instrument and green cable with no change, however, bipolar was still working. The customer tried both monopolar ports. The intuitive surgical, inc. (Isi) technical support engineer had the customer power cycle the erbe generator with no change. The customer continued with the case using bipolar. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the surgeon was unable to complete the procedure using the erbe generator. They brought in a force triad generator to continue and complete the procedure. They were waiting on the force triad generator for about 45 minutes. The patient did not suffer any complications during the transition and no injury. The system worked fine and then the error occurred and decided to bring in the force triad generator.